Event description:
On (B)(6) 2012, it was reported by the pt's doctor, that the pt was hospitalized with ketoacidosis and hyperglycemia. The hospital did not disconnect the pt from the infusion device and did not find any problems with its performance. The device did not display any error or alarms. Infusion device was not requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified; the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.